Event description:
Procedure: low anterior resection. Reportedly, the instrument fired but the hole was confirmed on the staple line of the anal side. Converted to an open procedure and completed with further pt injury.